Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of sheath torn at distal end.

Event description:
It was reported that a nitinol retrieval coil device was used during a ureterolitotomia procedure. During the procedure, the device got fractured at the distal end. Additionally, the device end was stuck, and it was not functional. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of sheath torn at distal end. Block h11: investigation results the returned stone cone was analyzed, and a visual evaluation noted that the sheath above distal stop was broken off. Additionally, the coil was able to open and close with no issues. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. The IFU states to open the stone cone coil by holding the proximal end of the blue sheath with one hand and the white wire with the other. Advance the wire into the sheath to open the coil. Verify that the coil is fully open using fluoroscopy. To ensure that the coil is fully open, advance the wire until the white portion of the wire assembly is not visible. With all the available information, boston scientific concludes that the reported event was confirmed. Based on the investigation, it is most likely that the damage may have occurred due to manipulation of the device during the insertion of the device into the catheter. Therefore, an investigation conclusion code of unintended use error caused or contributed to event, was assigned to this investigation, indicating that interaction between the user and the device caused or contributed to the event.

Event description:
It was reported that a nitinol retrieval coil device was used during a ureterolitotomia procedure. During the procedure, the device got fractured at the distal end. Additionally, the device end was stuck, and it was not functional. The procedure was completed with no patient complications.

Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of sheath torn at distal end.

Event description:
It was reported that a nitinol retrieval coil device was used during a ureterolitotomia procedure. During the procedure, the device got fractured at the distal end. Additionally, the device end was stuck, and it was not functional. The procedure was completed with no patient complications.